Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. The events of exposure and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to exposure and "chronic infection." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "exposure" and "chronic infection." Device has been explanted.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side "skin breakdown."